Event description:
They stated, she had a discrepant bilirubin result of 3.1 mg per dl on a sample from a baby that was reported. The sample was plasma in a sample cup that had been transferred from a 0.7 ml lithium heparin pediatric green top tube. The floor called stating they did not believe the result and asked for it to be repeated. The baby was jaundiced, so the result did not match the clinical picture. The same sample was repeated on the same analyzer with a result of 10.3 mg per dl and a corrected report was sent out. The user stated the pt did not receive treatment based on the initial result, as the floor did not believe the result. The field service representative determined the rinse mechanism was misadjusted and adjusted it. To verify the analyzer operation, the user ran calibration, qc and precision testing.

Manufacturer narrative:
A specific root cause could not be identified with the information provided for investigation. Based upon information provided, the issue may be related to pre-analytical sample handling. The quality of the sample material may not have been appropriate to the manufacturers expectations, however no sample was left for inspection. No adverse events were reported.